Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer has investigated the reported ventilator on site. Air gas module was replaced to resolve the issue and sent back for investigation. The provided logs confirm the reported issue. The returned gas module has been checked visually. It was confirmed that there was a vaporized liquid contamination inside the gas module filter chamber. No further inspection needed as liquid substances can lead to short-circuit inside the components of the gas module and will lead to a ventilator malfunction. The source and type of the liquid is unknown. Therefore, no root cause can be established. However, the most probable source of moisture/water into an air gas module is moist air from the hospital's external compressor in the central air gas system/hospital's external compressor. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The air gas module regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Device related data quality updates only. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name previous brand name: servo-u. Corrected brand name: base unit servo-u. D4: version or model # previous version or model #: servo-u. Corrected version or model #: 6694800.